Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that there were high short interval counts on the right ventricular (rv) lead. A holter monitor will be used to determine the cause. The lead remains in use. No patient complications have been reported as a result of this event.